Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 1,151 mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that at initial interrogation of the pump logs showed a motor stall occurred on (B)(6) 2018 and tube set occurred on (B)(6) 2018. The patient had not recently had an MRI. The patient heard the pump alarming a couple days ago but could not get to the clinic. The patient became symptomatic with vision problems and body movements/jerks which were regarded as a sudden change in symptoms. The patient was receiving po baclofen. The hcp stated no electromagnetic interference (emi) or magnetic interactions. The hcp programmed the pump to minimum rate and silenced the audible alarm. The pump had not restarted. The critical alarm was not heard by the clinician while she was in the room with the patient, but the patient reported hearing the alarm. The critical alarm interval was set to 10 mins. The hcp stated the patient would be admitted to the hospital and have the pump changed out. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2018 the patient was in the emergency room and "he decompensated during that time" and he was provided oral baclofen and IV medication to help prevent withdrawal. The patient subsequently needed to be intubated because of his health status. The patient went to interventional radiologist where he was given a bolus of the baclofen. They planned on doing a surgery today to remove and replace the pump. The patient had remained in the medical ICU overnight with frequent monitoring on a ventilator and receiving medication to help with withdrawal. The hcp was not sure if the pump would be sent back to the manufacturer for analysis since it would be a different rep assisting with the surgery on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that to clarify the report of the patient being "decompensated": the patient experienced acute and severe baclofen withdrawal, requiring intubation and lumbar puncture. Decompensation meant the patient's status worsened and required emergent care. The cause of the motor stall/tube set was not determined. The cause was unable to be determined by the hcp. No MRI or other magnetic issues suspected. The motor stall/tube set and withdrawal/spasms/vision problems had been resolved. The pump was replaced and returned to the manufacturer. The patient was still intubated due to comorbid illness.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal 2000.0 mcg/ml at 12.7 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Recall and notification no longer applies. Correction number: z-0497-2013 no longer applies. . If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 1,151 mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that at initial interrogation of the pump logs showed a motor stall occurred on (B)(6) 2018 and tube set occurred on (B)(6) 2018. The patient had not recently had an MRI. The patient heard the pump alarming a couple days ago but could not get to the clinic. The patient became symptomatic with vision problems and body movements/jerks which were regarded as a sudden change in symptoms. The patient was receiving po baclofen. The hcp stated no electromagnetic interference (emi) or magnetic interactions. The hcp programmed the pump to minimum rate and silenced the audible alarm. The pump had not restarted. The critical alarm was not heard by the clinician while she was in the room with the patient, but the patient reported hearing the alarm. The critical alarm interval was set to 10 mins. The hcp stated the patient would be admitted to the hospital and have the pump changed out. No further complications were expected or anticipated. On (B)(6) 2018 crts (B)(4) update (hcp): additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2018 the patient was in the emergency room and "he decompensated during that time" and he was provided oral baclofen and IV medication to help prevent withdrawal. The patient subsequently needed to be intubated because of his health status. The patient went to interventional radiologist where he was given a bolus of the baclofen. They planned on doing a surgery today to remove and replace the pump. The patient had remained in the medical ICU overnight with frequent monitoring on a ventilator and receiving medication to help with withdrawal. The hcp was not sure if the pump would be sent back tothe manufacturer for analysis since it would be a different rep assisting with the surgery on (B)(6) 2018 (rep): document contained no new information.